Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump has been going through batteries and turning off and as a result has caused the customer high blood glucose. The customer's mother was advised to have customer call for troubleshooting and customer called back and reported that the insulin pump alarmed replace battery now. Customer was assisted with troubleshooting for alarm. Customer's blood glucose was unknown at the time of incident. Customer stated that the battery was not previously used and the drive support cap was not damaged. The insulin pump's history indicated that this was the second occurrence of replace battery now in less than ten hours after low battery warning. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.